Event description:
Caller reported that the t:slim x2 pump battery was not charging, and attempts to resolve the issue using different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a backup insulin pump, and tandem technical support arranged to send a replacement pump with updated software, ensuring continuous insulin delivery. The caller was given instructions for handling the replacement and returning the problematic pump.